Manufacturer narrative:
Device passed displacement test and self test. All operating currents are within specification. No unexpected blank display noted. Device functioned properly. Device received with peeling keypad overlay. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer's blood glucose was 230 mg/dl at the time of incident and also stated that insulin pump had blank display. Insulin pump will be returned for analysis.